Event description:
Caller alleged imprecision with inratio meter. Pt's therapeutic range: 2.0-3.0 inr. Pt took a dose of coumadin at 6 pm on the night of (B)(6) 2011.

Manufacturer narrative:
Investigation pending.